Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invasion of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found big leak at the instrument channel. Image check performed and found no image. After aeration , the image went normal. Angulation check performed, the up angle is low, not to specifications. Play observed on control knob. Light guide lens noted with big chip. C-cover found with cracks on both sides. Control body (grip and s-cover noted wet). Scope connection observed with fluid (wet). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer/user facility reported with an issue of "grainy image and sometimes gets b-30 communication error". The issue found at preparation for use. The subject device in addition, reporter stated was cleaned and tried in different rooms and the issue was not resolved. According to the report, the device was replaced with similar device and worked fine. No harm was reported. No patient harm, no user injury reported.